Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced into the patient anatomy. Due to patient anatomy and difficult imaging, there was difficulty grasping. Following several grasping attempts one of the grippers stopped actuating and was stuck in a half-raised position. The cds was replaced, and two clips were implanted reducing the mr to a grade of 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information, the reported single gripper actuation issue, failure to capture leaflets, and poor imaging appear to be due to procedural conditions. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.